Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 25apr2017 to assess the instrument test well images in question, which showed that the test well images associated with the blood sample in question were consistent with the erroneous overall instrument output. An immucor field service engineer (fse) visited the customer site on 27apr2017 to assess the instrument in question. The fse found a discolored area in the tubing of sample probe 1, and subsequently replaced that probe. From a root cause analysis perspective, as probable user error, the customer most likely hand-scanned the wrong blood sample barcode in the instrument sample loading bay before running the assay. However, this theory cannot be categorically proved in this instance. Therefore, these two (2) blood samples are to be reported ((B)(6)).

Event description:
On 25apr2017, a customer reported an unexpected combined abo and rh (d) blood type antigen mistype, when tested on a galileo neo.